Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to deformation of the up/down knob the water tightness was lost, the connecting tube had a scratch and a wrinkle, the connecting tube had coating peeling and discoloration, the plastic distal end cover had a scratch, the adhesive around the light guide lens was peeled, the lock engagement lever and knob both had a scratch, the up/down and right/left knobs both had a scratch, the suction cover plate had peeling. The paint on the suction cylinder was peeled, the suction cylinder was shaved, because the suction cylinder was shaved the suction volume did not meet the standard value, the adhesive on the bending section cover rubber had a chip, the bending tube was deformed. Due to wear of the angle wire the play of the up/down knob was out of the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to adhesive peeling on the bending section cover rubber the insulation resistance value at the distal end did not meet the standard value, the objective lens had a scratch, the electrical contact of the endoscope connector had a scratch, the indication on the scope connector was peeled, the light guide cover glass had a scratch, the scope connector cover unit had a scratch, the scope connector had a scratch, the protector of the universal cord on the scope connector side had a scratch, the universal cord had a scratch, the grip had a scratch, the suction cover had a scratch, the switch box had a scratch, and the control unit had discoloration and a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer flushed the air/water nozzle with air and water and a detergent solution and wiped/brushed the air/water nozzle with a lint free cloth, sponge or brush with no reported delays in the precleaning and no abnormalities observed. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material. Could not be identified and the cause of the material remaining in the device could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Such events can be detected and prevented according to the following IFU. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5. Preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had image noise. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.